Event description:
It was reported that this right atrial lead exhibited loss of capture and noise. A lead fractured was alleged. Subsequently, the lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.